Event description:
It was reported that the collet was not grabbing the guide wire. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition would cause the device to stick, not allowing the collet fingers to close all the way around pin.